Manufacturer narrative:
The revision surgery was completed successfully. On 14 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: according to report, infection hit this tka few months after primary. No reason to suspect that the implanted devices were responsible. Batch reviews performed on 15 june 2016. (B)(4).

Event description:
Revision surgery planned due to proved infection (staphylococcus caprae).